Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving an angiogram, angioplasty, and stent placement within the superficial femoral artery, an advance 18 lp low profile balloon catheter¿s balloon ruptured. Per the reporter, the diseased anatomy was heavily calcified. The device was advanced over another manufacturer¿s 0.018-inch wire, and a 6-french sheath was used. An inflation device was used to inflate the balloon. Reportedly, the balloon ruptured upon the second inflation within a heavily calcified and stenosed lesion, at seven atmospheres. Blood was not noted in the inflation device upon rupture. The balloon was not used to deliver the stent, and it was not inflated within the stent. Another balloon was opened and used for pre-dilation, stent placement, and post-dilation. The procedure was completed, and a stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving an angiogram, angioplasty, and stent placement within the superficial femoral artery, an advance 18 lp low profile balloon catheter¿s balloon ruptured. Per the reporter, the diseased anatomy was heavily calcified. The device was advanced over another manufacturer¿s 0.018-inch wire, and a 6-french sheath was used. An inflation device was used to inflate the balloon. Reportedly, the balloon ruptured upon the second inflation within a heavily calcified and stenosed lesion, at seven atmospheres. Blood was not noted in the inflation device upon rupture. The balloon was not used to deliver the stent, and it was not inflated within the stent. Another balloon was opened and used for pre-dilation, stent placement, and post-dilation. The procedure was completed, and a stent was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of a drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states "note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the balloon ruptured upon the second inflation within a heavily calcified and stenosed lesion. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.